Event description:
Patient reported, ¿right breast implant rupture¿ healthcare professional reported right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified white particles in device inner surface and one curved opening. A microscopic analysis and leak test were performed which identify one sharp opening and partial delamination of plug strap disk shell. A dimension measurement in the shell was performed which identify the thickness within specification. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one sharp opening in the posterior assessed as unidentified (tear) opening. Partial delamination of plug strap disk shell assessed as adhesive failure. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.